Event description:
Gyrus acmi halo pks cutting forcep did not work. It was exchanged for a new "like" device which functioned without issue. Diagnosis or reason for use: laparoscopy, vaginal hyst., bilateral salpingectomy.